Event description:
The manufacturer received information alleging multiple symptoms from affected device, black particles, particles in airway from device related to a (CPAP, bipap) device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Upon review, it was found that the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices on 11/05/2021 alleging headaches, shortness of breath, and severe congestion and sinus issues, nasal/throat irritation or soreness. In addition, on 10/28/2022 additional information was received by the patient alleging difficulty breathing, shortness of breath, ent issues, chest pain, and congestion. Patient also states that the device is used for sleep apnea. There is no report of serious harm or permanent injury. Sections b3, b7 and h6 have been updated accordingly.